Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that during the load sequence, the customer received a notification stating "cartridge detection the pump cannot detect that the cartridge has been removed". Customer removed the cartridge and performed the load sequence again. Cartridge successfully installed. Customer had elevated blood glucose levels (242 mg/dl).